Event description:
It was reported that the device was used during an unknown procedure. It was reported that two or three staples were missing in the device. Another device was opened to complete the case. There was no consequence to patient.